Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 49 mg/dl at the time of the incident. The customer used candy and was given juice to treat. The customer experienced symptoms such as feeling wrong. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had just worked out before the low incident. The customer also had sensor issues. The insulin pump will not be returned for analysis.